Manufacturer narrative:
The insulin pump passed the displacement test and self test. There was no unexpected external ram error alarm or displayable history check failed on startup error alarm noted during testing. However, displayable history check failed on startup error alarm was found in the alarm history. The displayable history check failed on startup error alarm was due to a corrupted history file. The insulin pump was received with an unexpected restart error alarm after the battery change due to a broken soldier joint of c13 on the interface board. The time and date has been erased after the battery change due to an unexpected restart alarm anomaly. The pump had a minor scratched lcd window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had an unexpected restart alarm on the insulin pump when she changed the battery this morning. Customer's blood glucose was 101 mg/dl at the time of the incident. Customer stated that a temp basal was not programmed before the alarm occurred. Customer stated that the pump was not stored or not in use for an extended period of time. The alarm occurred shortly after a new battery was inserted. Customer also had external ram error and displayable history check failed on startup alarms in the alarm history. Customer received the alarms yesterday when she changed the battery. Customer was advised to perform a normal bolus into the air. The bolus amount was recorded in the bolus history. Customer was assisted in performing a self test and the pump passed. The insulin pump will be replaced since the issue has been occurring for the past 3 months.